Manufacturer narrative:
Analysis of pump (s/n (B)(4)) identified corrosion on the pump head bearing shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid ( 25 mg/ml at 5.778 mg/day) via an implanted pump. It was reported the patient experienced diminished effectiveness with the pump when it neared end of life.